Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 195 mg/dl and 91 mg/dl, 196 mg/dl and 91 mg/dl. Readings occurred with two different drums of test strips. Customer is not sure which drums were used with each set of results. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case is for identifier (B)(6). See (B)(6) for further information regarding incident.